Event description:
This complaint is now reportable based on the analysis completed on (B)(4) 2012. It was reported that during a stenting treatment procedure the device was unable to cross the lesion. The procedure was completed with another same device. No patient complications were reported and the patient's current condition is stable. However, returned product analysis revealed stent detachment.

Event description:
It was further reported that the stent was lost during the return process to bsc and did not dislodge inside the patient.

Manufacturer narrative:
(B)(4). The liberte-veriflex device was received with a partially loaded product mandrel and stent protector, which is placed in final packaging, indicating they were removed and replaced after unpackaging. There was contrast in the inflation lumen. The balloon was in a tightly folded condition indicating there was no pressure applied. There was stent strut impressions present on the surface of the balloon between the marker bands, indicating the stent was appropriately positioned and secured to the balloon in manufacturing. The stent was not received for analysis. The distal tip was damaged. The magnified inspection presented no damage or irregularities that could have caused or contributed to the reported crossing difficulty or the confirmed stent detachment and tip damage. A thorough analysis of the returned device could not confirm the reported crossing difficulty. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).